Event description:
It was reported that continuous glucose monitor displayed error message and caller experienced problem with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, was guided through pump reset, and error message did not appear again after reset; no additional issues were reported.